Manufacturer narrative:
Investigation evaluation: the 2 products said to be involved were returned in a clear plastic bag. Provided with the return was 2 open pouches from the lot number provided in the report. The labels match the products returned. Device #1: our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the basket fully retracted. A brown/red substance was observed on the basket wires and within the catheter. The buildup of the brown/red substance made advancement difficulty. The distal end of the catheter was soaked in warm water and the basket was then able to advance without issue. The basket had a broken wire detached at the proximal end of the wire and remaining attached at the distal tip of the basket. The basket was able to be fully advanced and retracted with the detached wire remaining outside of the catheter. Under magnification of the broken wire evidence was found of embrittlement of the wire material. The fracture point of the basket wire was found to be close to the basket's proximal solder point, but there was no evidence of the wire being damaged by the buff process. No parts of the device appear to be missing. No other anomalies were detected. Device #2: our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the basket fully retracted with the separated wire remaining outside of the catheter. The basket had a broken wire detached at the proximal end of the wire and remaining attached at the distal tip of the basket. The basket was able to be fully advanced and retracted with the detached wire remaining outside of the catheter. Under magnification of the broken wire evidence was found of embrittlement of the wire material. The fracture point of the basket wire was found to be close to the basket's proximal solder point, but there was no evidence of the wire being damaged by the buff process. A brown/red substance was present within the distal clear catheter and on the basket wires. No parts of the device appear to be missing. No other anomalies were detected. A lab meeting was held with production on 06/23/2023 and photos were exchanged with manufacturing engineering. It was determined that the wire had been embrittled during the soldering process due to heating and reheating of the solder during the manufacturing process. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the products said to be involved confirmed the report. The root cause of the broken basket wires was traced to the soldering process. Based on the visual examination it appears the basket wires were embrittled during the soldering process. This can occur during the heating and reheating of the solder and will not be visible to the operator. Production management and the department team leads were notified of this occurrence. Prior to distribution, all memory ii double lumen extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an unspecified procedure, the nurse used two (2) cook memory ii double lumen extraction baskets. She discovered the wire of the basket was disconnected in both devices. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The investigation is ongoing. A follow-up emdr will be submitted within 30 days of submission of this report.